Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified external iliac artery. After successful advancement of the 7.0 x 100 mm absolute pro vascular stent delivery system to the lesion, an attempt to deploy the stent was made; however, after approximately 50% of the stent implant deployed the thumbwheel stop turning. The handle was opened up and the stent was able to be deployed manually, after which the stent was post-dilated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The failure to deploy was not confirmed due to the condition of the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported deployment issue, subsequent damage and additional treatment were due to case circumstances.